Manufacturer narrative:
The site biomed department ordered new location board tail cable and location board connecting cables, however the cables were not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia due to possible repeat procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the procedure, they were getting disconnected error messages. The physician decided to abort the procedure and the patient was under general anesthesia. There was no report of patient injury, death or serious adverse event.